Event description:
An attorney reported that during a procedure, a patient's right eye was injured when a vitrectomy machine failed during the middle of her operation. This caused the original operation to take far longer than it should have, resulted in complications, and required the performance of a secondary procedure and much longer disability than had been anticipated.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).